Manufacturer narrative:
Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it was discarded upon removal. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient implanted with a preloaded intraocular lens (iol), model dfw150 on (B)(6), had complained of dissatisfaction with his/her vision after surgery. The patient's far-distance visual acuity (va) had transited to approximately 0.4. On (B)(6), the iol was explanted due to the va not improving a month post-surgery. Account indicated that a new iol ( model and serial number unknown) was implanted. The original iol was discarded upon removal. Through follow-up we learned that 1.0 was the patient's vision prior surgery. There was no patient injury reported. No other surgical procedures were preformed. The patient outcome was reportedly favorable.